Event description:
A balloon ruptured on the first inflation at 13 atms during an arteriovenius hemodialysis fistula graft dilatation procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by their MFR. The engineering eval indicated the shaft under the balloon was corkscrewed. A 1cm circumferential and diagonal tear was noted over the distal ro marker. Chatter marks and wrinkles were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon, as well as contact with a sharp external source, scratched and chatter marks on the balloon surface. It was also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."